Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch# mw5069592 that a balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation; however, upon the second inflation at 14 atmospheres, the balloon ruptured. The device was removed through the guide catheter and the procedure was completed with a different device. No patient harm or complications were reported.